Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
A serial cable adapter was returned that was believed to be related to manufacturer report # 1644487-2012-00925 however the serial cable is intended for a dell x5 vns handheld computer programming system and not the dell x50 handheld computer addressed in that report. Upon receipt, external damage to the cable could be observed however there was no indication at that time that the observed damage resulted in any device failure. Analysis of the serial cable adapter confirmed two broken connections in the connector plug assembly of the serial adapter cable. Once the broken connections were repaired, the cable performed within specifications. No other anomalies were identified. The specific handheld computer that this serial adapter cable is associated with is unknown.